Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer requested an investigation for detachable battery connection. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 04apr2019. Device evaluated by MFR, patient and device codes. The manufacturer¿s international service technician checked the connection of the lithium-ion battery and no abnormality was confirmed. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.